Event description:
It was reported that during a sigmoidectomy procedure, all trocars were leaking. Not only without instruments, also while laparoscopic instruments were introduced in the trocar. The surgeon replaced four new trocars, but the new ones were also leaking. The operation took longer, but the outcome was good. The procedure was prolonged 10 minutes. No adverse patient consequences were reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information. Device not returning.